Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the tissue during a laparoscopic segmentectomy, it was stated that the surgeon was able to press the green button of the device but it did not fire. Another reload was used to complete the case with the same handle used throughout the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that reload had a full complement of staples. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of the lock ring being out of position that has no relationship to the reported condition. Replication of the lock ring being out of position may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.